Event description:
The following information was provided: postoperative radiograph of makotka revealed a fractured tip of the 3.2mm x 140mm bone pin inserted into the femur, with the broken fragment remaining in place. As a corrective measure, the pin insertion site was reopened, the pin was removed, and the wound was closed.